Event description:
It was reported that one farawave catheter was selected for being used, however the catheter irrigation was not working during the procedure. No further information was provided. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.